Event description:
Senseonics was made aware of an incident where user reported that following the sensor insertion, their pain has been increasing and they requested removal of the sensor; the user was advised to contact their healthcare provider for medical advice.

Manufacturer narrative:
The user reported that following the sensor insertion, their pain has been increasing and they requested removal of the sensor; the user was advised to contact their healthcare provider for medical advice.pain at the insertion/removal site is a known and anticipated potential adverse effect which does not require additional investigation.